Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was experiencing episodes of signal loss and brief sensor errors. At an unspecified time, the patient¿s bg was tested with a glucometer which was 298 mg/dl. The patient was treated with 15 units of insulin via injection. The patient was also wearing a tandem insulin pump. The following day, on (B)(6) 2026, the patient developed flu symptoms and the patient¿s mother brought the patient to urgent care. The patient was prescribed an unspecified flu medication and then sent home. Around this time, the patient¿s cgm provided a sensor failed alert (captured in this complaint). Once at home, the patient became very weak and was unable to stand. The patient vomited repeatedly and was unable to keep any fluids down. The patient was brought to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 450 mg/dl and the patient was diagnosed with dka. The patient was admitted to the ICU and started on an IV insulin drip and three other unspecified IV lines. The patient¿s mother was uncertain of what the other medications were. The patient was expected to stay in the ICU for another 5-10 days. At the time of report, the patient was still hospitalized with ¿slight improvement¿ and the patient¿s bg level was ranging between 190-230 mg/dl. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.